Event description:
It was reported that prior to using bd vacutainer® sst¿ blood collection tubes, one tube cap was cracked. No patient impact reported. The following information was provided by the initial reporter: "stage: when preparing for use. Defect: before blood sampling, after labeling, it was found that the tube cap was abnormally loose, with visible cracking at the bottom of the tube cap. Quantity: 1 piece. Impact: no impact on patients or users."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for damaged shield was observed. Additionally, 30 retention samples from bd inventory were visually inspected with no damaged product components observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for damaged shield. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.